Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the suggested event most occurred due to a faulty light guide plug. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a noisy screen. The issue was found during inspection for use. There were no reports of patient involvement.